Event description:
Pt's generator was removed due to infection. The pt was prescribed various antibiotics from the time of implant until it was explanted. The antibiotics included a z-pack and bactramycin. The leads were left in place. The device had never been activated because the pt experienced vocal cord paralysis following the vns implant surgery. To date, the pt is still having difficulty swallowing. In 2002, the pt presented for a new generator implant. During the surgery, the physician noticed that the lead pins had been crimped apparently from previous removal of the generator. The physician decided that the lead would also need to be replaced. The physician did not proceed with the surgery because he felt that he needed to speak with the pt about a lead replacement because of the pt's history of vocal cord paralysis. The lead was left in place and the incision was closed.